Manufacturer narrative:
(B)(4). Date of the event: the exact date was not provided; the peritonitis event was reported to have occurred in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. The patient's pd catheter was to be removed due to the peritonitis. The outcome of the peritonitis event was not reported. Peritoneal dialysis therapy was discontinued. No additional information is available.